Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) of approximately 500mg/dl. The cause of the high bg was unknown. The customer was treated with intravenous saline and insulin, and was released from the ICU on (B)(6) 2021 with no permanent injury. Tandem technical support performed a pump system check and confirmed the pump functioned as intended.